Event description:
It was reported to medtronic neurosurgery that the peritoneal catheter was attached to the valve¿s outlet connector during the procedure, and that the outlet connector broke when a suture was being placed to secure the catheter to the valve. According to the report, the patient did not incur an injury as a result of the event.

Manufacturer narrative:
The valve¿s outlet connector was broken and no longer connected to the valve upon its return which prevented the attachment of a distal catheter to the device. The shaft of the outlet connector was noted to be bent. The valve was patent, and met the requirements for preimplantation testing. The valve met the requirements for pressure-flow testing for all trials run at 0 cm hydrostatic pressure, however, the trials requiring -50 cm hydrostatic pressure were precluded due to the damaged outlet connector. Siphon, reflux, and leak testing were also precluded due to the damage. The instructions for use that accompany the device suggest that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).